Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('I had ectopic pregnancy'), embedded device ('embedded device'), endometritis ('endometritis'), device breakage ('fragment that is grossly consistent with an essure clip') and fallopian tube perforation ('protruding from the tube and removed it at the time of that tubal ligation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. In 2006, the patient had essure inserted. In 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation ("the left essure coil was not identified\never found a coil or any sign of one in my remaining left tube"). The patient was treated with surgery (right tube removed). At the time of the report, the ectopic pregnancy with contraceptive device, embedded device, endometritis, fallopian tube perforation and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device breakage, device dislocation, ectopic pregnancy with contraceptive device, embedded device, endometritis and fallopian tube perforation to be related to essure. The reporter commented: this patient having multiple pregnancy ectopic pregnancy in 2010. And two other pregnancy in 2011 and 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: pif received new events never found a coil or any sign of one in my remaining left tube, the left essure coil was not identified, endometritis, fragment that is grossly consistent with an essure clip, embedded device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('I had ectopic pregnancy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2006, the patient had essure inserted. In 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation ("never found a coil or any sign of one in my remaining left tube"). The patient was treated with surgery (right tube removed). At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: this patient having multiple pregnancy ectopic pregnancy in 2010. And two other pregnancy in 2011 and 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('I had ectopic pregnancy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2006, the patient had essure inserted. In 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation ("never found a coil or any sign of one in my remaining left tube"). The patient was treated with surgery (right tube removed). At the time of the report, the ectopic pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: this patient having multiple pregnancy ectopic pregnancy in 2010. And two other pregnancy in 2011 and 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.